Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd autoshield¿ duo safety pen needles when insulin was injected, the piston stopped halfway. Thus, it was impossible to see if the dose was injected. When removing the needle, it does not retract, the needle is bent before perforating the lid. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one open 30g x 8mm safety pen needle sample was returned from lot. No. 7139697, cat. No. 329608. Visual examination and functional testing of the returned sample was carried out and a bent non patient end of needle was observed. Visual examination and functional testing of the returned sample was carried out and a bent non patient end of needle was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Investigation conclusion: conclusion: an absolute root cause for this incident cannot be determined.